Manufacturer narrative:
H.6. Investigation: no samples were returned from the customer facility for evaluation. Four (4) photos were returned from the customer. The returned photos show the customer¿s failure mode of ¿glass breakage", the customer¿s product issue was observed. The glass is broken. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with 2 bd vacutainer® cpt¿ cell preparation tube with sodium heparin the tubes broke during centrifugation. The following information was provided by the initial reporter: (2 of 3 complaints) it was reported that tubes are breaking in the centrifuge. ¿ what was the time and speed of centrifuge? ¿ 20 min at 1.7 rcf. ¿ was there any exposure to the mucosal membrane due to the tube breaking? ¿ no. ¿ was the course of treatment changed? ¿ subjects have been asked to return for re-draws.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with 2 bd vacutainer® cpt¿ cell preparation tube with sodium heparin the tubes broke during centrifugation. The following information was provided by the initial reporter: (2 of 3 complaints) it was reported that tubes are breaking in the centrifuge. What was the time and speed of centrifuge? 20 min at 1.7 rcf. Was there any exposure to the mucosal membrane due to the tube breaking? No. Was the course of treatment changed? Subjects have been asked to return for re-draws.